Event description:
Resident was sitting in tub chair, outside of tub with feet slightly raised off the floor for drying purposes. Seat belt was in place. Cna released seat belt to dry back of resident and resident pitched forward. Seat of chair had released during incident. Instructions supplied did not indicate when seat belt should be released. Resident suffered 4" laceration above (r) eye which required sutures, (r) occipital fx and (r) shoulder fracture. Resident also sustained strokedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, labeling - inadequate instructions for use, telemetry failure, incorrect technique/procedure. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. The device was destroyed/disposed of.